Event description:
The customer's blood glucose was tested on 2 breeze2 meters and received readings of 546 and 196mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are expected to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.